Event description:
In 2007, this patient was implanted with gore excluder aaa endoprosthesis trunk-ipsilateral leg component, contralateral leg component and iliac extender component. Proximal to the origin of the right hypogastric artery was an ulceration with two distinct flow lumens; however, the false lumen was very small. The patient was sent to recovery in stable condition. Twenty four hours post-op, the patient developed a cold, mottled limb and the right limb of the trunk-ipsilateral leg component was occluded. On two days later, while declotting the limb, a piece of intima was found. The physician placed a bare metal stent (manufacturer unknown) distal to the trunk-ipsilateral leg component. The physician believes that a portion of the right external iliac artery was torn in the initial placement of the trunk-ipsilateral leg component on the right side through the cook 18fr sheath, causing the occlusion of the trunk-ipsilateral leg component. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.